Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Device manufacture date: unknown investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the tip of the unspecified bd intima ii¿ IV catheter needle broke off during the puncture. The following information was provided by the initial reporter, translated from chinese: "when puncture exhaust, found tip fracture, immediately replaced... After communicating with the contact person of the hospital in the attached table, we learned that the adverse event of the indwelling needle was found during the exhaust, which did not enter the human body, and no personal injury occurred. The indwelling needle was discarded at the time of the event, and no more information was obtained."